Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that a wallflex enternal stent was to be implanted in the colon to treat a malignant tumor (30mmx20mm moderate to severe stenosis) during an endoscopic intestinal stenting procedure performed on (B)(6) 2026. The patient's anatomy was moderate to severely stenosed. During the procedure, it was reported that the implanter was stuck during deployment, and the stent was pushed to the far end. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a wallflex enternal stent was to be implanted in the colon to treat a 30mmx20mm malignant tumor during an endoscopic intestinal stenting procedure performed on (B)(6) 2026. The patient's anatomy has moderate to severe stenosis. During the procedure, it was reported that the implanter was stuck during deployment, and the stent was pushed to the far end. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b5 (describe event or problem) has been updated. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block h11: a wallflex enteral stent did not return for analysis. However, a media inspection of the video provided by the complainant noted that there is evidence of difficulty advancing into the scope. No other damages were noted to the stent or the delivery system based on the available documentation. Product analysis confirmed the reported event of delivery system difficult to cross lesion. However, there is not enough evidence to determine whether this event was due to the physician's technique during the procedure or related to a device malfunction. The reported event of stent position issue could not be confirmed during device analysis. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Additionally, stent positioning issue is noted within the IFU as a potential adverse event associated with the use of the device. Taking all available information into consideration, the selected most probable cause is known inherent risk of device.